Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and completed as planned by manually moving stand. Philips field service engineer (fse) inspected the system onsite and found that c-arm geometry movements were unavailable. Upon troubleshooting, fse restarted the system and changed the rotation angle and determined the issue with potentiometer. To resolve this issue, fse replaced the potentiometer and performed related calibration. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.